Event description:
Event description cpi received information that the bipolar lead model 4268 was removed from service due to insulation damage. The lead model 4260 was coincidentally removed from service at the same time. Post implant, the new endotak transvenous defibrillation lead was exhibiting loss of capture and sensing problems. The rate sense portion of the lead was capped and the existing 4260 sense lead was put back into service through the use of an adapter.